Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and was admitted to the hospital with ketones (amount was not known) identified as life-threatening by a healthcare provider and diabetic ketoacidosis. Customer was treated with intravenous insulin and long acting insulin. The customer reverted to an alternate method of insulin therapy. No additional information regarding this event was available.